Manufacturer narrative:
The handpiece was rec'd at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking a small amount of a black, oily substance onto the pt's bone during a total knee procedure when used with a non-stryker blade. The site was irrigated with saline, and then the customer used the same saw to complete the procedure. There was no pt injury or any add'l medication or treatment required. There is no expected infection. There were no adverse consequences reported as a result of this event.